Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and patient's concern with the product.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" and "patient's concern with the product" against left device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: the device related to the reported event of rupture, anxiety, product/procedure and capsular contracture was received on june 22, 2022 with lot number: 2070889. Visual analysis of the returned device identified one extended opening and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening crease sharp, broken striated and wear abrasion. Based on the device analysis the final assessment is: one opening crease sharp in the side radius assessed as fold flaw opening. A striated edge broken in the side anterior assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported "capsular contracture baker grade iii" and "patient's concern with the product" against left device. Healthcare professional later reported rupture. The device was explanted and replaced.

Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional later reported rupture. The device was explanted.